Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
A pump inversion and catheter kink was reported. The patient experienced pain at the pump site, described as cramping at the pump site. The patient also experienced withdrawal symptoms. The symptoms included nausea, shaking, and sweating. During surgical observation which noted pump flipping within the pocket it was also reported the catheter kinked in multiple places. Etiology was indic ated as related to the device or therapy. Device surgical revision was done (B)(6) 2013 with the pump re-anchored and the catheter unkinked. The severity was indicated as severe, and resulted in in-patient or prolonged hospitalization. The outcome was noted as resol ved without sequelae on (B)(6) 2013. The pump was used to deliver hydromorphone, bupivacaine, and baclofen.

Event description:
Additional information received reported that the patient had pain at pump site on (B)(6) 2013. It was noted that it was related to device. The severity was reported as mild. The event outcome was reported as ongoing as of (B)(6) 2015.

Event description:
The event was resolved without sequelae on (B)(6) 2016.